Event description:
In a retail pharmacy setting, a pt was refilling their prescription for 1 box (#50) of breeze 2 test strips. The pharmacist who was checking the refill noticed that the directions on the label read 'take 1 tablet by mouth daily'. The original prescription was pulled and the prescription directions should have read 'test blood sugar once daily'. The error was corrected and the test strips properly labeled. As far as the pharmacy knows, the pt was unaware of the incorrect directions on their previous fills of test strips. This error could have been prevented by careful typing and checking of prescriptions and going over directions with pts at the time of pick up of new prescriptions. Where did the error occur: (B)(6).